Manufacturer narrative:
The customer contacted a siemens customer care center and reported that discordant, falsely elevated carbon dioxide (co2) patient results were obtained on the dimension vista 500 instrument. The customer indicated that there was a backup in the drain in which the instrument empties to on the day of the event. After this was resolved, the instrument produced multiple error messages and reported an issue with the water purification module (wpm). Then quality controls recovered elevated on this instrument and repeated lower. Siemens remotely primed all pumps several times and refilled the tank. Then, quality controls were run, in duplicate. A siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse found that the error was caused by wpm reject tubing being blocked after inspecting the instrument. The cse cleared the blockage and the pressure normalized. The wpm was cycled several times with no issues. The cse also replaced multiple connections, repaired damaged cable on leak detection puck, and zip tied all loose cabling. Siemens further investigated the issue and determined that poor water quality potentially contributed to the discordant, falsely elevated co2 results, as this assay is sensitive to water quality. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated carbon dioxide (co2) results were obtained on a dimension vista 500. The elevated results were not reported to the physician(s). The samples were repeated on an alternate dimension vista 500 instrument. The repeat results were lower than the initial results and were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2 results.